Event description:
During setup for a procedure at the user facility, it was reported that the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Manufacturer narrative:
Device evaluation in progress.

Event description:
During setup for a procedure at the user facility, it was reported that the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event of bias current message was duplicated and confirmed during service evaluation. The probable cause of the issue was determined to be a damage of the cable assembly.